Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a blood glucose (bg) of 45 mg/dl was recorded by continuous glucose monitor (cgm) data between 9:00pm and 10:00pm on (B)(6)2018. A 20 unit override bolus was delivered at 8:05 pm without entering carbohydrate grams or blood glucose value. A correction bolus for 1.41 units for a bg of 255 mg/dl was delivered at 12:10 am on (B)(6)/2018. The user then reentered bg of 255 mg/dl two minutes after completing the last bolus at 12:13 am and delivered an additional 0.1 unit bolus. At 12:51 am, the user entered bg of 243 mg/dl and the pump calculated a bolus of 0.86 units. The user overrode the pump calculation and delivered 7 units. Prior to all bolus request, the pump wake button was depressed and the pump was successfully unlocked by the user. The user received a maximum basal notification after requesting a 10 unit per hour basal rate. The user then set a temporary basal rate of 10% the setting at 10:28 pm on (B)(6)/2018. There is no evidence that the insulin pump experienced a malfunction or failure. It is possible the transposed the blood glucose values, carbohydrate amount and basal rate units when entering values into the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 (mg/dl). To treat the bg, the customer consumed juice, cake, milk. Reportedly, the customer alleged belief that a bolus was not requested; however, a bolus of 20 units was observed in the pump history. Review of the pump data logs verified that the customer manually entered a bolus for 20 units on (B)(6) 2018 and additionally delivered a bolus for 7 units on (B)(6) 2018. On both occasions, the customer overrode the recommended bolus suggested by the pump. The customer maintained belief that the pump history was inaccurate and the bolus requests had not been requested. Reportedly, the customer had manual injections available as alternate insulin therapy.